Event description:
The facility reported that the pt was on the table with the incision made. The IV pole hit the bottom of the scope arm, causing a sys message. The machine was rebooted, and then it would not accept the cassette. Add'l sys messages displayed. The surgeon was unable to complete the case, and add'l procedures were cancelled. The pt was sent to another facility via airline flight, and the case was completed.

Manufacturer narrative:
The co svc rep examined the sys and replaced the fluidics assembly. The sys was then tested and it met all prod specs. The co svc rep also observed surgeries to make sure the sys function was acceptable, and no issues were observed. This report was mailed to FDA on: 12/19/2008.